Event description:
An astron peripheral self-expandable stent system was selected for treatment of a lesion in the sfa (no further information available). The affected device was introduced into the patient's body but the stent could not be released. The stent could also not be released outside of the patient's body. Even after additional correspondence with the local staff, no further information could be obtained. The affected device was discarded at the hospital.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.